Event description:
It was reported that this lead was repositioned a few days after the implantation due to decrease in sensing. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided data acquired on the day of the implantation showed a programmed sensitivity of 0.8 mv. The sensing test was performed with an amplitude of 5.1 mv for the right ventricle. There were no data available from the event date. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information become available for analysis, the investigation will be updated.